Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a very little tortuous and moderate calcified right coronary artery. A 3.0 x 38mm synergy ii drug-eluting stent was advanced to treat the lesion. When the physician was positioning the stent, pulled back was performed to get the stent in place; however, the guide catheter engaged the proximal end of the stent and accordion it a little bit. The procedure was continued and the device was successfully deployed. No patient complications were reported and the patient's status was fine.